Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system presented at a follow-up visit with an infection. The patient was on antibiotics prior to the visit. The system was explanted the next day.